Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced cardiac decompensation, cardiac arrhythmia (atrial fibrillation), and respiratory failure. The patient was treated with furosemid, cardioversion, and catecholamine. It was later reported that the patient experienced aortic valve insufficiency. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. The pump was not explanted and will not be returned for an evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on 03feb2020 that the patient expired due to cardiac decompensation. No further information was provided.